Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height auxiliary drawer failed and was not detected on the bus. A field service engineer found that the pyxibus cable was visibly loose and reseated the cable and recovered the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, full height matrix drawer 1 failed to open on the 3rd floor. The user tried to recover storage multiple times, but it still showed the message that the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.